Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a left tha was performed due to oa and hip dysplasia. A revision occurred as a dislocation occurred. The acetabulum was found well fixed. The head and stem were explanted. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Per the follow up information, the root cause of the reported issue is attributed to the patient failing to follow medical advice and participating in activities that caused their hip to dislocate and the stem to loosen. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Concomitant medical products: catalog number: 00631004022 lot number: 63254391 brand: xlpe liners, catalog number :00786400900 lot number:63456639 brand: femoral stem. Catalog number : 01.00561.314 lot number:2936141 brand: wagn cone prosthesis. Catalog number: 00801802230 lot number: 63452825 brand: cocr heads. Multiple reports were submitted along with this report 0002648920-2021-00406 and 0001822565-2021-03311. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain and dislocation approximately 17 days post implantation. During the revision, the femoral stem was found loose. Attempts have been made and additional information on the reported event is unavailable.